Event description:
It was reported that the device battery longevity was less than three years. Therefore the device was removed and replaced with a new device. It was also reported that the left ventricular (lv) lead caused diaphragmatic stimulation in all positions intermittently. Therefore the lv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation from d11: d274trk implantable pacemaker cardio/defib 2010-(B)(6). Concomitant product: 6947 implantable tachy lead 2010-(B)(6). (B)(4).